Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm. Customer's blood glucose was 158 mg/dl. The customer also reported insulin was squirting out during a manual prime. The customer also reported the drive support cap was sticking out during troubleshooting. Customer could not recall pressing on the cap while connected. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed a33 noted during basic occlusion testing due to loose protruded drive support disk. Unable to test for prime/a33 test, occlusion test due to a33 alarm. The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, broken belt clip slot and missing the end cap sticker.